Event description:
Ventilator reported as having stopped cycling while in use (B)(4). Problem could not be duplicated when tested. A sensor board was replaced as a precaution. No pt injury resulted from this event. The event is being reported late due to only recently becoming aware that a reportable event had occurred.

Manufacturer narrative:
Device was repaired by the biotech at the hosp and put back to use with no further reports. The repair was replacement of a sensor board which was done as a precaution only. This report is being made late due to a review of complaints which indicated this event should have been reported earlier.